Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of dizziness and a non-acute occlusion of the right retinal artery resulting in visual disturbances could not conclusively be established through this evaluation. The submitted log files contained data from 25apr2020 through 06may2020 and found that the pump maintained a speed at or above the low speed limit without issue. Multiple pulsatility index (pi) events were captured throughout the event log files. Four low flow controller fault flags were captured, none of which lasted longer than 10 seconds to result in low flow hazard alarms. Elevated calculated average pi values were also noted during the low flow events. Although a specific cause for these findings could not conclusively be determined, the system appeared to be operating as intended and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no additional complaints at this time. The heartmate 3 lvas IFU lists arterial non-central nervous system (cns) thromboembolism and other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, this document lists thromboembolism and neurologic dysfunction as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. This document also provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced new onset visual disturbances. Technical services reviewed the submitted log files, and low flow advisories with high pi readings were observed. The patient experienced a non-acute occlusion of the right retinal artery that was causing the visual disturbances. No changes to patient condition or anticoagulation status that may have contributed. Patient initially had dizziness with the loss of the right lower visual field. Dizziness resolved. Patient stable.